Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately calcified iliac artery. A 6.00mm x 2.0cm x 90cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated twice at nominal pressure within 15 seconds. However, it was noted that the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.